Event description:
It was reported that the patient underwent an initial right knee replacement in (B)(6) 2014. Subsequently, the patient reported that the replacement failed, and a revision was scheduled for (B)(6) 2025. It is unknown at this time if the knee revision took place. No further information.

Manufacturer narrative:
D10 concomitants: 02-010-01-0325 - logic femoral ps cem right sz 2.5: (B)(6); 02-012-35-2511 - logic tibia ps mod insrt sz 2.5 11mm: (B)(6); 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t: (B)(6); 200-02-35 - three peg patella 35mm: (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's knee will need to be revised this year. Patient stated that they have an exactech device that has failed, necessitating another surgery. No further information available.